Manufacturer narrative:
The investigation of temporary pump stop and low pump flow has been completed. The impella device was not returned for evaluation. Temporary pump stop: data log review showed some motor current spikes in the time leading up to the pump stop. After the pump was restarted, there were lower pump flows and motor current disturbances. Purge pressure also began to rise a few minutes before the pump stop. The root cause of the temporary pump stop was most likely biomaterial ingestion since there were motor current spikes leading up to the pump stop with motor speed deviations and reduced flows afterward. Low pump flow: as mentioned above, data log review showed the pump had lower flows after being restarted. There were motor current spikes leading up to the pump stop and a slight rise in purge pressure. Purge fluid was changed from bicarb to heparin a few hours after the pump stop. The low pump flow abruptly resolved about 6 hours after the pump stop. The root cause of the low pump flow was most likely biomaterial ingestion since there were motor current spikes and a pump stop prior to the drop in flows. Thrombus: failure mode added based on investigation results. As the necessary information was not provided, the root cause of the thrombus was not determined.

Event description:
It was reported that an implanted impella rp flex pump experienced a temporary stop. Upon restart, the pump performed at lower flows. It was recommended to replace the pump, however, the doctor continued support. Care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿